Event description:
Patient reported "change in shape and possible capsular contracture baker grade unknown". Later patient reported "felt sick for several days and had hives on entire body". This record is for the right side. The device remains implanted.

Manufacturer narrative:
Clarification to b3 date of event: partial date provided as "a week ago", relative to the initial report date of 6/mar/2026. A review of the device history record has been completed. No deviations or non-conformances noted. The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist abbvie in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade unknown.